Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl at the time of the incident. Customer other relevant blood glucose level was 403 mg/dl and 375 mg/dl. Trouble shooting was declined for high blood glucose. Product will not be returned device for analysis.